Event description:
Prismasate bgk2/0 dialysis solution for continuous renal replacement therapy 5000 ml bag, gambro catalog # 6054352, product # 106361. All defects were the following lot #: lot p9l485, exp 5/2011. We have had multiple bag failures of the new design of the prismasate bgk2/0 bags. Two have been reported to gambro. Over the weekend, there were 2 bags and today, 4 bags that malfunctioned/leaked. Leak at the middle seam, back. Leak at the middle seam side. Spraying from a hole in the upper, backside of top pouch. Leaking from 2 places in the middle seam, one in the middle and one at the end. Leaking at the port/bag connection. Bag burst when dropped at height of 3 feet. Last week, an rn reported a leaking bag and a replacement was sent. I never saw the bag to see where it was leaking. No bag was sent out of the pharmacy. One bag burst onto a technician, douching her scrubs and phone. The bag than fell, burst and fluid was on the floor of the clean room, and was a major disruption.